Event description:
An rt responded to a pt desaturating while being ventilated by the model 3100a. The rt noticed the piston's center of travel, according to the ddi display, was not centered and she was unable to center it. The displayed mean airway pressure and oscillatory amplitude were steady and there were no alarm conditions. The rt assumed there was a connection between the pt being desaturated and the ddi display being non-centered. The pt was placed on another 3100a with subsequent improvement in xo2 and oxygenation.